Event description:
Related manufacturer report number: 1627487-2022-05552. It was reported that patient's leads exhibited high impedances. As a result, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's leads were explanted and replaced on (B)(6) 2022 to address the issue.